Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the implant site. The patient underwent revision surgery on (B)(6) 2015 to excise the excess tissue. The implanted device remains.